Manufacturer narrative:
Additional information was received. The stenosed valve was a 23mm sapien valve, not a sapien xt valve as originally reported. A corrected supplemental is being submitted.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, as reported, the patient¿s comorbidities may be contributing factors for the stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately seven years after the implant of a sapien xt valve, stenosis of the valve was observed. A sapien 3 valve was implanted to resolve the stenosis. The patient's comorbidities were considered likely to have caused to the stenosis.